Manufacturer narrative:
The (B)(4) spoke with the caretaker for the v-go user for further investigation of the report of an infection at a vgo site. The care taker reports that the she did not clean the v-go sites prior to applying the vgo to the vgo user. The reporter states the v-go user was on the v-go "for a few weeks" and experienced redness and itching at all v-go sites. The reporter stated the v-go was applied to the arms, rotated and changed every 24 hours. The caregiver noticed a "boil with a head" at one v-go site and then noticed another boil with a head on the other arm "a few days later". The v-go user saw the hcp who "was not able to lance the boils due to (pt.) Extreme fear of needles." Hcp prescribed 14 days of oral antibiotics, warm compresses to the sites with frequent cleaning. The caregiver states the hcp diagnosed the "boils as infection". The infection was reported as looking very red, the size of a quarter and warm to touch at each site on each arm. Caregiver states that after about 4 days the redness gradually started to decrease, the warmth resolved and the "white boil head started to go down". The caregiver denies any discharge or drainage from either v-go site. The caregiver was not able to provide the name of the oral antibiotic as she could not read the label of the prescription bottle. The caregiver states the v-go user still has a "few pills left which will be given" and the infection at the v-go sites is reported as resolved. The v-go user did have skin irritation at all v-go sites prior to the report of infection. The v-go adhesive is medical grade and hypoallergenic however some people may have a reaction. Hcp discontinued the v-go user from the v-go and instructed the caregiver he would manage the v-go user bg via oral medication (caregiver could not provide the name of the bg mgmt. Medication the v-go user is now prescribed). The caregiver did not clean the v-go user skin prior to applying a v-go, the v-go user did experience skin irritation and the caregiver states the v-go user was scratching at the v-go sites. The skin irritation with the v-go user scratching at the v-go sites and not cleaning the skin prior to applying a v-go could increase the likelihood of infection.

Event description:
Patient caregiver reported that the patient received an infection on her arm while using vgo. Caregiver first noticed it last week after 8 days of using vgo. Caregiver noticed a boil forming at the infusion site and spoke with hcp about it and the hcp gave her antibiotics and took the patient off vgo. Caregiver stated that she washed her hands before applying vgo but did not clean area with alcohol swabs before applying vgo. Caregiver stated that patient do not have any known allergies and infection is still on going.